Event description:
It was reported that during a da vinci si prostatectomy procedure,the surgical staff experienced system error code 500. With the assistance of an isi technical support engineer (tse), the surgical staff attempted to resolve the issue by cycling power and swapping the blue fiber cables on the vision sice card (vsc) and surgeon side console (ssc) without success. The system was powered down again, the fiber cables and the console connector were cleaned with compressed air before cycling the breakers to the vsc again; however, system error code 500 re-occurred. The patient was under anesthesia when the surgeon made the decision to abort the procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code experienced by the site was associated with a remote arm controller (rac). The rac consists of five printed circuit assembly boards which operate together to provide control of the system arms. The system was repaired by replacing the affected rac. The rac was returned for evaluation. Engineering was able to replicate the reported failure and determined that a remote controller module had malfunctioned, thus generating the system error code experienced by the customer. As of november 09, 2011, there have been no reported recurrences of the issue at this hospital.